Event description:
On 01/22/2025, it was reported by a facility representative via (B)(4) that two boxes of (qty.5) ar-8400dc 4mm x 13cm doublecuts have extra pieces of metal at the end of tip. They were involved in a case and the patient was not harmed. They were able to remove excess metals from inside the patient. All fragments were retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 2/26/2025 by the sales rep: follow-up was conducted, and it was reported that only two individual devices had extra pieces of metal at the end of tip ar-8400dc 4mm x 13cm doublecuts, not two boxes.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during use, the complaint allegation could not be confirmed, as the devices were not received for evaluation, and no evidence of the reported failure was provided.